Event description:
Midway through laparoscopic procedure, the trigger on the device locked. With device in pt, the trigger was pulled and the blade extended. Device locked and blade would not retract. Reason for use: colon cancer.